Event description:
The information is that multiple attempts were undertaken to position the microcoil in the aneurysm in order to obtain an optimum shape. During this positioning, microcatheter positioning was lost into the parent artery and the last coil loop was into the parent artery as well. At this time a detachment cycle was undertaken although microcathether was not seated in the aneurysm. After the detachment cycle, the microcatheter returned to positioning within the microcatheter. Upon pulling back of the device positioning unit (dpc), the coil was observed to be still clinging to the dpu. It was noted that the coil was torn to two pieces, one of which stayed in the aneurysm and the other into the parent vessel. Attempts to retrieve the coil were without success and thus the patient was treated successfully by neurosurgeon. The inquiries have since noted that the patient's subsequent death a few weeks later was not related to the incident.